Event description:
It was reported that (1) devce was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the atw35 instrument would not open when applied to tissue. The surgeon did not remember the event. Another device was used to complete the case. There was no consequence to the pt.